Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility policy. A2: age & date of birth: requested, not provided due to facility policy. A3: patient sex: requested, not provided due to facility policy. A4: weight: requested, not provided due to facility policy a5: ethnicity: requested, not provided due to facility policy. A6: race: requested, not provided due to facility policy d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory specialist. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor stated the angio-seal device did not feel right when advancing through the sheath. The medical doctor (md) decided not to use angio-seal for the procedure and held manual pressure. The procedure was a left heart catheterization with percutaneous coronary intervention. Post procedure imaging was taken prior to inserting the angio-seal closure device. The device was delivered over the angio-seal wire which was included in the kit. The patient was in stable condition and the procedure was completed successfully. There was no patient injury or surgical intervention required. Additional information was received on 11 apr 2023: there was no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/22 affecting part interference between the hub and the cap. A corrective and preventive action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.